Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the ablation catheter, patient developed aspiration pneumonia, hypoxia requiring supplemental oxygen via nasal cannula, shortness of breath, wheezing, diminished lung sounds on the lower lobes, pulmonary edema, left lung pneumonia, atelectasis, new elevation of the left hemidiaphragm, and new right upper lobe consolidation as seen on chest x-ray. There was a strong possibility of left phrenic nerve damage, alleged to be caused by the ablation catheter, confirmed by a sniff test showing the left hemidiaphragm not moving. Blood tests revealed an elevated white blood cell count (wbc = 15.0). Chest x-rays on multiple dates showed perihilar patchy opacities, central vascular congestion, new elevation of the left hemidiaphragm, and new right upper lobe consolidation. The patient was treated with antibiotics and heart failure medication. The adverse events resulted in a prolongation of the existing hospitalization.

Event description:
It was later reported that the case was completed.

Manufacturer narrative:
Additional information regarding this patient and procedure was reported in regulatory report 3012520654-2025-00245. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that patient recovered approximately one month post-operatively the index procedure.